Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had button error alarm due to moisture damage on keypad trace. No moisture damage on electronics notes. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported by the customer's mother, that the customer received a button error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.